Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint of capture anomaly was confirmed during analysis of the complete lead. Visual analysis found two abrasions exposing the outercoil. This was consistent with friction of the device to the can at the proximal end of the lead. This could have contributed to the problem detected in the field. The lead passed all electrical tests.

Event description:
It was reported that the lead exhibited a dislodgement and loss of capture. The lead was explanted and replaced.